Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a lumbar spine fusion procedure in which rhbmp-2/acs, depuy spine concord bullet cage, expedium poly axial screw, prebent mmsi rod and set screws from depuy acromed were used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented for MRI of the lumbar spine without contrast. Impression: disc herniation l3-4, central to left paracentral, with thecal sac indentation superimposed on previously described disc bulging and facet hypertrophy; disc bulge l4-5 with foraminal disc extension bilaterally crowding the exiting left l4 nerve root, unchanged. (B)(6) 2011: the patient presented for a lumbosacral provocative therapy. Findings: the diagnostic conclusion of this procedure is positive at l5-s1. At l3-4, the filling pattern was normal centrally with a degenerative left posterolateral annular tear without leakage of contrast outside the disk. (B)(6) 2011 : the patient presented with a preoperative diagnosis of l4-5 degenerative disk disease with lumbar radiculopathy. The patient underwent the following procedures: l4 and l5 laminectomy; l4-5 interbody transforaminal fusion; l4-5 posterior lateral fusion with instrumentation; local bone grafting. Per the op notes, the surgeon inserted the remaining bone graft into the posterolateral area, wrapped in a roll of rhbmp-2/acs. This roll was placed into the posterolateral area and supplemented with any remaining bone. No patient complications were noted. (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: status post laminectomy and posterior fusion t the l4-5 level in satisfactory position without significant change from previous study. 14-nov-2011: the patient was discharged home. (B)(6)2012: the patient presented with diffuse back pain which is worse on the left buttock versus right, with intermittent pain in the posterolateral aspect of the leg but nonradicular. (B)(6) 2012: the patient underwent CT scan of the lumbar spine without contrast. Impression: shows a midline decompressive laminectomy with instrumentation and fusion; there is a disk bulge at l5-s1 with significant facet arthrosis. (B)(6) 2012: the patient underwent bilateral median branch blocks at l5-s1. A right sided block was also done at l4-5, but a left sided block at that level was not done due to bone laid during the fusion. No patient complications were reported. 04-sep-2012: the patient presented stating he has back pain. Workman's compensation surveillance footage was sent to the patient's doctor, showing the patient bending forward at 80 degrees to pull out mats from his car while also walking with a baseline limp. The patient is unaware the doctor reviewed this video. Assessment: l5-s1 facet syndrome. 27-sep-2012: the patient underwent bilateral radiofrequency ablations at l5-s1. No patient complications were reported. (B)(6) 2012: the patient presented stating he had 50% pain relief from his radiofrequency ablations, but it has now come back, going into the left posterior thigh. Exam found both patrick maneuver and fabere test cause back pain bilaterally. Assessment: chronic low back pain . (B)(6) 2012: the patient presented for physical therapy. The patient stated he exacerbated his back pain 3-4 weeks ago and that it radiates to both lower extremities. Exam reveals the patient has muscle spasms bilateral paralumbars and piriformis, l>r. Assessment: low back pain; decreased lumbar spine mobility; muscle spasms along paralumbars; decreased strength on both lower extremities; abnormal gait. (B)(6) 2012: the patient presented or physical therapy. The patient still complains of persistent back pain in the lower back area and states it interferes with his sleep. The patient reports back stiffness, weakness of both lower extremities and low back muscles. Assessment: patient's muscle tone is increasing, and patient reports pain is decreasing. The patient's range of motion is also increasing. (B)(6) 2012: the patient presented stating his pain had diminished. Assessment: chronic low back pain. (B)(6) 2013: the patient presented with diffuse back pain "right in the middle". He denies any true radicular pain. Assessment: lumbago and chronic low back pain. (B)(6) 2013: the patient presented for physical therapy. The patient reports persisting pain, and has pain at end of all range of motions. Assessment: low back pain; decreased range of motion. (B)(6) 2013: the patient presented for follow up after being discharged from physical therapy. The physical therapist believes the patient has reached maximal medical improvement from physical therapy and has recommended home care. Assessment: lumbago with chronic low back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 interoperative lumbar fluoroscopy six films taken during the process of tlif at l4. The fist is an localization with gelpi retractors in place before discectomy or implants. The next shows pedicle screws have been placed at l4 and l5 with additional placement of interbody distractor and handle. Next, interbody peek spacer has been placed but only a single rod is in place. Spacer is well positioned. Next, the second rod is inserted and lastly compression is applied across the construct holding the new interbody spacer steady. On (B)(6) 2011 chest x-rays ap portable chest is of poor quality with limited inspiration. The left heart border is against the ribs which could suggest cardiomegaly. Increased hilar markings are suggested on the right.